Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that he right ventricular (rv) lead exhibited high impedance on the rv tip to rv ring vector. The rv lead was reprogrammed off. No patient complications have been reported as a result of this event.